Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced red heart alarms and a combination of low flow and low speed operations with possible pump stops. The patient¿s system controller was exchanged. Upon reviewing the history, it appeared the pump spontaneously stopped for no obvious reason. The patient was asymptomatic and felt fine with no acute clinical issues, although possibly a little bit volume depleted. The manufacturer¿s technical services reviewed the log file and it contained numerous speed drops and pump stoppage events. All of these events occurred when connected to the power module. The vad coordinator further reported that the patient had driveline fault alarms on the second system controller. The patient is also experiencing low flow and driveline disconnected alarms. The vad coordinator stated the patient felt fine and when placed on battery power there were no issues. However, the patient experienced low flows on both the home and clinic power modules. The system controller was exchanged again. When attempting to download a log file from the patient¿s third system controller, and the black connector was plugged into the battery and the white connector plugged into the power module, it alarmed with low flow and driveline disconnected. A non-grounded cable was requested. On (B)(6) 2015, a percutaneous lead replacement was performed. The patient is currently at home doing well.

Manufacturer narrative:
The portion of the percutaneous lead that was removed during the repair was returned to the manufacturer for evaluation. Mechanical damage to the driveline was confirmed based on the evaluation of the returned portion of the driveline. It was reported that the patient experienced red heart alarms, low flow, low speed operations, and driveline fault alarms while on the power module. A section of the pump¿s driveline approximately 16 inches from the connector was returned for evaluation. No damage to the silicone sleeve was observed. Electrical continuity testing did not reveal any discontinuities or shorts prior to removing the plastic shield. No damage to the bionate was observed. No damage to the metal shielding was observed. Kinks on different wires were found along the driveline at ~2", ~3", ~4", and ~11" from the metal connector. Visual inspection identified a breach at ~11" from the metal connector on the green wire. The damage appeared to be consistent with mechanical damage or force impacting the wire at this location. As a result of the damage, the underlying green wire conductor was exposed. The green wire represents a redundant wire in motor phase 1. The reported red heart alarms would have occurred as a result of the fractures and the exposed conductors of the wire contacting the braided shielding when the device was supported by the power module. A review of the device history record revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 10 days. The replaced portion of the repaired percutaneous lead was returned for analysis. The evaluation is not complete. The patient remains ongoing with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.